Event description:
It was reported that the programmer had electrocardiogram noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had electrocardiogram noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that there was electrocardiogram noise. The hard drive was reconfigured and the current software was reloaded. The programmer passed all its functional and systems tests and no other anomalies were found. (B)(4).